Manufacturer narrative:
A partial lead measuring 51.7 cm was returned for analysis. Internal insulation abrasion was found at 7.9 ¿ 8.7 cm from the distal tip breaching the rv and inner coil lumens. The rv etfe cable coating was intact in this location. There was no ptfe liner in this region. Internal insulation abrasion was found at 7.9 ¿ 8.0 cm from the distal tip breaching the re cable lumen. The inner coil lumen was intact but the re etfe cable coating was found abraded in this location. Internal insulation abrasions were found at 12.5 ¿ 14.0 cm, 15.1 ¿ 15.5 cm, and at 33.1 ¿ 33.2 cm from the distal tip breaching the rv cable lumen. In one of these locations, one rv etfe cable coating was found abraded. Internal insulation abrasion was found at 33.2 ¿ 33.5 cm from the distal tip breaching the re cable lumen. The etfe cable coating was intact in this region. An internal insulation abrasion was found at 33.9 ¿ 34.3 cm from the distal tip breaching the svc cable lumen with both svc etfe cable coatings abraded. External insulation abrasions were found at 37.5 ¿ 39.3 cm and at 40.2 -40.4 cm from the distal tip breaching the re cable lumen. The inner coil lumen and the re etfe cable coating were intact in these locations. An external insulation abrasion was found at 41.1 ¿ 41.5 cm from the distal tip breaching the rv cable lumen. The inner coil lumen and rv etfe cable coating were intact in this location. An external insulation abrasion was found at 46.7 ¿ 46.9 cm from the distal tip breaching the re cable lumen. The inner coil lumen and the re etfe cable coating were intact in this location. The external insulation abrasion was consistent with friction to another device or feature of patient anatomy and friction to the device can.

Manufacturer narrative:
(B)(4) - no code available for "abnormal measurements".

Event description:
It was reported that the patient's implantable cardioverter defibrillator, right atrial and right ventricular leads were removed and replaced due to "abnormal measurements". The right ventricular lead also exhibited externalized conductors. No further information was provided.

Event description:
New information received on (B)(4) 2019 indicates that the patient's implantable cardioverter defibrillator was electively replaced with no indication of a malfunction. The patient was stable without any complaints.